Event description:
Per the audiologist, the patient said her cochlear implant system did not sound right after not using it for two weeks after receiving inplant in her contralateral ear. Adjusting the sound processor program did not alleviate the problem. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. The open circuit electrodes were deactivated in the patient's sound processing program. An x-ray was recommended. The patient's device was explanted on four and a half months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.